Event description:
It was reported that occlusion alarms occurred. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed bg at time of troubleshooting.